Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent was dislodged and not returned. The reported failure to advance the device were unable to be replicated in a testing environment as they were based on operational circumstances. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that after stenting the ostial left anterior descending artery (lad), and attempt was made to advance the 2.25 x 12 mm xience v to a lesion in the 2nd obtuse marginal (om2). The stent would not cross therefore the decision was made to remove it and pre-dilate with the guide wire in the lad and another guide wire in the om2. As the xience v stent delivery system was withdrawn, it became stuck in the om at the guide catheter ostium so the guide wires, sds and guide catheter were removed together as a unit. Once removed, it was noted that the xience v had entrapped the lad stent and pulled it out also. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a left anterior descending coronary artery procedure, the 2.25 x 12 mm xience v failed to cross the target lesion due to an interaction with devices, during removal the stent delivery system had resistance with the guiding catheter. The guiding catheter, stent delivery system and the guide wire were removed together as a single unit. Another non- specified device was used to complete the procedure. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). It should be noted the xience v everolimus eluting coronary stent system instructions for use states: when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent.